Event description:
Customer reportedly rec'd results of 340 mg/dl and 80 mg/dl within 10 mins on the aviva system (meter, strip lot # 300203, exp date 08/31/2007). The customer did not provide the location where the discrepant results were obtained. No high blood symptoms reported. No action was taken based on device results. No adverse event reported. No qc's used. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The suspect prod is the aviva test strips.